Event description:
It was reported that in uci rn, the patient was assessed adn prepped for insertion by disinfecting the area, right basilica, with alcohol chlorhexidine 2%. Three attempts using the seldenger technique were tried, but once the guide wire was channeled to the spleen, the guide wire deformed. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. Due to the difficulties, met the procedure was postponed.

Manufacturer narrative:
Qn# (B)(4). Sample will not be returned for evaluation.